Manufacturer narrative:
The investigation was just started. The results will be forwarded in a follow-up report.

Event description:
It was reported that when using the breathing circuits the blue connector detaches from the tube. No injury reported.

Event description:
It was reported that when using the breathing circuits the blue connector detaches from the tube. No injury reported.

Manufacturer narrative:
Unfortunately, the user was unable to provide an affected hose system for the investigation, as these had already been disposed of. Therefore, a case-specific evaluation was not possible, so that the cause for the detachment of the blue connector could not be determined. In general, the failure (broken bond) can be caused by a too small amount of adhesive. Incorrect handling, in which the connectors are touched and turned on the bond and not on the corrugation, is also a conceivable root cause of the error pattern found. If a relevant leakage occurs due to a loose connection, it will be detected during leak-test that must be performed prior to each patient use. In case a relevant leakage suddenly occurs during use, corresponding alarms will be given.